Manufacturer narrative:
Terumo did not receive the actual device and further investigation is required. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the luer was leaking. The product was not changed out, there was about 2 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the patient.